Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to an overheating problem. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, had a c-cover found burnt. There was no patient involvement.

Manufacturer narrative:
This MDR correction is submitted regarding section h9. The previous report inadvertently included an internal reference number. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to update h7 and h9. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.